Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had download delay. A technical support specialist (tss) dialed into station and verified that the station was not in disconnected mode. The tss then dialed into the server, logged into patient encounter system, and confirmed that the station's last upload date and time were current and that the station was not in an error state. Review of the application logs revealed an error starting. Knowledge article - medstation es full sync failure post 1.7.4 upgrade - error starting grpc call was applied, and the package ecc curves gpo was deployed. The device was rebooted, and knowledge article - proper data sync 2.0 procedure was applied to perform a full synchronization. Services were stopped, the station database was backed up, and services were restarted. The tss logged back into the station and initiated a full synchronization, which completed successfully. A final review of the data synchronization debug log confirmed that the previous errors were no longer present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connected and download delayed, which located on rh c3s a. The customer stated that this malfunction caused a delay to patient care due to user was unable to remove medications and gone through slow login process. There were no adverse events or injuries reported based on this event.